Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had migrated and perforated the left fallopian tube/ perforation (fallopian tube(s))/ migration of essure device location of device: through left fallopian tube") in a 41-year-old female patient who had essure (batch no. 948839/ 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos; for an unreported indication: aspirin. Past adverse reactions to the above products included drug hypersensitivity with aspirin. Concurrent conditions included overweight, migraine since 1994, diarrhea, emesis, nausea, fever, chest pain, headache, myalgia, sweaty, coughing, dizziness, bronchitis, gerd, cough, chest tightness, heartburn, seizures, frequency urinary and palpitations. Family history included asthma. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 9 days after insertion of essure, the patient experienced weight fluctuation ("weight loss/weight gain"). On (B)(6) 2015, the patient experienced pelvic pain ("severe and prolonged pelvic pain predominantly on her left side/ pain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain lower ("severe and prolonged lower abdominal pain/ abdominal pain") and back pain ("severe back pain/ lower back pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2016, she had salpingectomy and oophorectomy (one side removal of ovary/ fallopian tube)). At the time of the report, the fallopian tube perforation and abdominal pain lower was resolving, the pelvic pain, back pain, fatigue and arthralgia had resolved and the weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, fallopian tube perforation, fatigue, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she underwent exploratory surgery during which it was discovered that the left essure micro-insert had migrated and perforated the left fallopian tube. As a result of the damage caused by the displaced micro-insert, her left fallopian tube and left ovary was removed. The right essure micro-insert was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Current weight was 165.00 lbs. Her pregnancy test was negative. Negative for diaphoresis. Concerning the injuries reported in this case, the following one were confirmeed in medical record pelvic pain,fatigue. Batch number: 925776 man date: nov-2011 exp date: nov-2014. Batch number: 948839 man date: feb-2012 exp date: feb-2015. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Update of FDA codes, expiration date, MFR date and addition of ptc global number reference. Device problem codes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had migrated and perforated the left fallopian tube/ perforation (fallopian tube(s))/ migration of essure device location of device: through left fallopian tube") in a 41-year-old female patient who had essure (batch no. 948839/ 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptive nos; for an unreported indication: aspirin. Past adverse reactions to the above products included drug hypersensitivity with aspirin. Concurrent conditions included overweight, migraine since 1994, diarrhea, emesis, nausea, fever, chest pain, headache, myalgia, sweaty, coughing, dizziness, bronchitis, gerd, cough, chest tightness, heartburn, seizures, frequency urinary and palpitations. Family history included asthma. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 3 months 9 days after insertion of essure, the patient experienced weight fluctuation ("weight loss/weight gain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("severe and prolonged pelvic pain predominantly on her left side/ pain"), abdominal pain lower ("severe and prolonged lower abdominal pain/ abdominal pain") and back pain ("severe back pain/ lower back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2016, she had salpingectomy and oophorectomy (one side removal of ovary/ fallopian tube)). At the time of the report, the fallopian tube perforation and abdominal pain lower was resolving, the pelvic pain, back pain, fatigue and arthralgia had resolved and the weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, fallopian tube perforation, fatigue, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she underwent exploratory surgery during which it was discovered that the left essure micro-insert had migrated and perforated the left fallopian tube. As a result of the damage caused by the displaced micro-insert, her left fallopian tube and left ovary was removed. The right essure micro-insert was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Current weight was 165.00 lbs. Her pregnancy test was negative. Negative for diaphoresis. Concerning the injuries reported in this case, the following one were (B)(6) 2012 in medical record pelvic pain,fatigue most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug, family history, concomitant disease, laboratory data, concomitant drug were added. Updated suspect drug indication and lot number. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). Added events fatigue, weight gain / loss and hip pain. Updated events and outcome. Case became medically confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure® micro-insert had migrated and perforated the left fallopian tube.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe and prolonged pelvic pain predominantly on her left side"), abdominal pain lower ("severe and prolonged lower abdominal pain") and back pain ("severe back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent exploratory surgery with removal of left fallopian tube and left ovary). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: she underwent exploratory surgery during which it was discovered that the left essure micro-insert had migrated and perforated the left fallopian tube. As a result of the damage caused by the displaced micro-insert, her left fallopian tube and left ovary was removed. The right essure micro-insert was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.